Event description:
It was reported that, while preparing for the implant procedure of this implantable pacemaker, it entered in safety mode. It was decided to not use the device and another one was implanted instead. This device is expected to be returned for analysis. No patient involvement.